Manufacturer narrative:
H3: visual review confirms the superior jaw is broken off at the pivot pin hole. Optical examination revealed a brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The broken-off portion of the jaw returned. There is no evidence found that would suggest a defect in design or manufacturing of the implant. The fracture of the jaw is consistent with overload of the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient implanted with a cage in a transforaminal lumbar interbody fusion (tlif) for a spinal therapy. It was reported that the ronguer's tip was broken. The ronguer was used during the operation to remove the cage from the disk treatment by the anterior approach to the level where tilf has been performed. False joint occurred after tlif. It is unknown whether it was the peroneal bone that had been formed or a cage, but when the hard object was grasped and pulled out, the tip was broken. The false joint occurred after tlif (screws and cages are products of another company), the product was used during the process of removing the cage (made of titanium). After removing the cage, the autogenous bone was inserted and the operation was completed. There were no fragments remained in the patient's body. There were no patient complications as a result of this event. The product will be returned and it will not be replaced. Additional information was received from the rep. It was reported that the implanted level is considered to be l3/4. Patient information cannot be provided due to the restriction by the privacy regulation. The cage was removed from the anterior side, and autogenous bone from cage or peroneal bone was inserted. When the rongeur broke, there was no health damage such as a bone fracture at the point where it was gripped.

Manufacturer narrative:
Report source; for (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient implanted with a cage in a transforaminal lumbar interbody fusion (tlif) for a spinal therapy. It was reported that the ronguer's tip was broken. The ronguer was used during the operation to remove the cage from the disk treatment by the anterior approach to the level where tilf has been performed. False joint occurred after tlif. It is unknown whether it was the peroneal bone that had been formed or a cage, but when the hard object was grasped and pulled out, the tip was broken. The false joint occurred after tlif (screws and cages are products of another company), the product was used during the process of removing the cage (made of titanium). After removing the cage, the autogenous bone was inserted and the operation was completed. There were no fragments remained in the patient's body. There were no patient complications as a result of this event. The product will be returned and it will not be replaced. Additional information was received from the rep. It was reported that the implanted level is considered to be l3/4. Patient information cannot be provided due to the restriction by the privacy regulation. The cage was removed from the anterior side, and autogenous bone from cage or peroneal bone was inserted. When the rongeur broke, there was no health damage such as a bone fracture at the point where it was gripped.